Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that system would not turn on. Review of the system log file confirmed the malfunction as the technical investigator concluded that the root cause of the problem was multiple voltages reported wrong 5v, 12v and 24v. As a part of troubleshooting, the fse identified dc-power supplies of m cabinet was defective. To resolve this issue, the fse replaced the dcps module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.